Event description:
It was reported that during a laparoscopic cholecystectomy, after the 5th firing, the device stopped working. Then, the user observed that the staples were overlapped. There was no pt consequence.